Manufacturer narrative:
(B)(4).

Event description:
The patient's device was explanted due to infection. Design history records were reviewed for the generator and lead both products were confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.